Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2023 additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 10/11/2023 corrected information: g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6: component code: g07002: device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? It was reported the suture repeatedly broke. What is the total number of products involved in this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a the internal hemorrhoid ablation+external hemorrhoidectomy procedure under local anesthesia on (B)(6) 2023, and suture was used. The patient was admitted due to mixed hemorrhoids. After admission, relevant auxiliary examinations were completed, and surgery was performed on the same day. During the internal hemorrhoid ablation+external hemorrhoidectomy under local anesthesia surgery, when the doctor used suture to ligate the affected area, the suture repeatedly broke and could not be used properly. Discard and replace with a new suture. No adverse patient consequences were reported. Additional information was requested.